Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and one haptic tore. The lens was partially inserted and was removed with no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue and reddish residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.